Event description:
It was reported that patient had a revision procedure for a bone fracture about seven months post implantation. During the procedure it was found that the anchor plug, and anti-rotation pin of the removed oss compress were fractured.

Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: additional associated products. 178366 cps sm sht spdl w pins 600lbf lot# 814370. G2: japan. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: a3a; b1; b2; b5; d2a; d2b; d4; e1; g1; g3; h1; h6.the following sections were updated: h6; h11.the reported event could not be confirmed due to lack of product/information.no product was returned, or pictures provided; visual and dimensional evaluations could not be performed.the device history record was reviewed and no discrepancies relevant to the reported event were found.pn 178366 (compress short spindles): review of the device history records identified no deviations or anomalies during manufacturing related to the reported event.the device history record was not reviewed due to lack of part and lot identification.unk anchor plug: part and lot identification is necessary for review of device history records, neither were provided.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.